Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted. An overcurrent error then occurred once. After the energy delivery was completed, the catheter was unable to be retracted into the sheath because the catheter shaft was kinked. The catheter was temporarily pulled back into the right atrium. The array was extended and retracted back into the sheath with some resistance. The catheter array was successfully retracted into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator product ID 10fcc13 (lot: 0012852186); product type: 0629-flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012783287 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array, electrodes 1 and 2 were observed to be crushed/damaged, an inverted array was observed, and the spiral array pebax tube was observed to be kinked. The catheter was reprogrammed for and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed an open loop on the wires of electrodes 1 and 2. During the microscopic inspection of the spiral array, the wire of electrode 2 was observed to be broken, electrode 1 was detachment from the electrode wire was noted, and entangled electrode wires were observed. In conclusion the reported array inversion was confirmed during testing. The catheter failed the returned product inspection due to the array inversion, electrode wire to electrode detachment, crushed/deformed electrodes on the array, broken electrode wires in the array, and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.